Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a returned questionnaire. The iol in the patient's left eye was noted to have rotated 90 degrees off axis postoperatively. The lens was rotated back into position on (B)(6) 2017. The iol was noted to be well positioned the following day.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. (B)(4).

Event description:
A health professional reported that the intraocular lens (iol) rotated after surgery bilaterally; twice in the right (od) eye. The doctor does not know why this happened, but wonders if possibly the capsule is too large. Additional information has been requested. There are two medical device reports associated with this event; this report is for the patient's left eye.